Manufacturer narrative:
(B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. A 2.50mm x 8mm apex balloon catheter was used to dilate the lesion. The balloon ruptured on the third inflation at rated burst pressure. The pressure of the first two inflations is unknown. The procedure was not completed due to unavailability of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: magnified inspection of the returned apex balloon catheter revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. A 2.50mm x 8mm apex balloon catheter was used to dilate the lesion. The balloon ruptured on the third inflation at rated burst pressure. The pressure of the first two inflations is unknown. The procedure was not completed due to unavailability of the same device. No patient complications were reported and the patient's status was good.